Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain. It was reported the patient had encountered the 8286 code on their personal therapy manager (ptm), which indicated empty reservoir. The patient started seeing the empty reservoir code the day before in the morning ((B)(6) 2018). The patient reported they had been sick since (B)(6) 2018 and were experiencing withdrawal symptoms. The patient stated that they have not missed their refill, their refill is not due until august. The patient reported their healthcare provider (hcp) tried to lower their dose last time so they would not have to drive to the office as frequently, because it was far away. The patient also stated they fell a week ago and fractured their hand but did not break their arm. The patient was advised to follow-up with her hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.